Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an infection at the site of the implantable neurostimulator (ins). The patient had bacterial meningitis and the infection was confirmed. The device was removed in (B)(6) 2014. Indication for use was spinal pain.